Event description:
Ous MDR - on (B)(6) 2013, this ICD was implanted. After discharge, artifacts were seen in the rv lead via homemonitoring. No shocks were delivered. On (B)(6) 2014, another op was performed. No artifacts could be triggered. The pace/sense part of the rv lead was deactivated, and the associated ra lead was additionally implanted. No artifacts could be reproduced intraoperatively. A dft test was performed before discharge (it was forgone during the op due the patient's state of health), and again, there were artifacts in the right ventricle, which could not be reproduced with provocation. On (B)(6) 2014, the crt-d was explanted; the leads were measured intraoperatively with good values. The ra lead was explanted since the values of the rv were good. After connection to a new crt-d, a provocation test was carried out and no artifacts could be seen, but they were visible again in the subsequent dft test. The rv was capped and replaced. A new dft test with this lead was successful without artifacts.

Manufacturer narrative:
The setrox s 60 and the linox s 65 were not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of these leads was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. There were no indications of material defects or manufacturing errors for either the leads or the ICD.